Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump touchscreen was cracked and unreadable. Reportedly, the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.